Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported the patient was hospitalized for the events on the same day of peritonitis diagnosis and was discharged within 5 days. The same day as event diagnosis, the patient was treated with vancomycin injection (1g/ every 3 days/ intraperitoneal/ongoing) and amakacin injection (150mg/ once daily/ intravenous/ongoing) for peritonitis. At the time of this report, the patient was recovered from the events. Pd therapy is ongoing. Retraining for break in aseptic technique was done. No additional information is available.